Manufacturer narrative:
(B)(4). (B)(6). The field service specialist (fss) performed the two (2) year preventative maintenance (pm), which battery pack and several filters were replaced on the unit as part of pm. Fss also replaced the advantech single board computer (sbc) and the hard drive, which resolved the reported blue screen issue. Fss also performed the field service checklist, which the system passed all functional tests and it was found to meet all abbott medical optics specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
The abbott medical optics field service specialist reported that blue screen at start up occurred with the whitestar signature system. There was no patient involvement reported and no patient treatments delayed or cancelled.

Manufacturer narrative:
A document labeling, trending and risk documentation reviews for this equipment were performed. The trend review shows that there is not a recognizable adverse trend. The risks and mitigations associated with the received complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. The operator manuals for the signature equipment was reviewed and determined to include adequate warnings for medical complications. All pertinent information available to abbott medical optics has been submitted.